Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nine devices were received for evaluation; nine events were confirmed during testing. Nine devices were found to be affected by illegible device labeling. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was found to have illegible run/safe etchings. Illegible run/safe etchings could potentially cause disorientation for the user, which may lead to unintentional running of the device. There was no patient involvement; no patient impact.